Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was presented to hospital on ambulance after not feeling well. In ambulance, external defibrillation was given and the patient was restored to sinus from vf. During device interrogation, it was noted that there was an episode of vf detected which was returned to sinus due to intermittent ventricular undersensing. Device did not deliver therapy for vf episode. Current device settings were due to previous case of inappropriate shock due to post-paced t-wave oversensing. Oversensing was not reproducible in real-time. Real-time egms were requested for further analysis. Device cannot be reprogrammed, as that will increase the risk of inappropriate therapy. Lead replacement was suggested.